Manufacturer narrative:
Product analysis confirmed lead discontinuity. Device malfunctioned occurred, but did not cause or contribute to a serious injury or death.

Event description:
Return product form rec'd by MFR indicated that explanted lead from pt had a lead discontinuity, and also that "pt had picked lead off nerve". Lead was returned for product analysis missing the electrode section and a portion of the lead body, therefore a complete eval could not be performed. Product analysis performed on the returned lead portion confirmed the lead discontinuity. Scanning electron microscopy on the first and second quadfilar coils identified them as having extensive pitting which prevented identification of the coil fracture type.